Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient with unknown age underwent revision breast augmentation with unknown gel implants and experienced bilateral capsular contracture; baker grade unknown. As a result, the patient underwent bilateral explantation and replacement with unknown saline devices on (B)(6) 2010. This report is for the patient¿s right-sided device.